Event description:
The reporter called regarding st jude spinal cord stimulator for pain relief. The reporter mentioned the device implanted in 2017 has got stuck in MRI mode settings. The reporter stated " I had to undergo few tests in (B)(6) 2021 during which the device was changed to MRI mode after which the device got stuck in the setting and does not go back to the original settings. Also I had triple bypass surgery during which the device stopped working. It is causing me pain in my left hip and leg more than before, muscle spasm, irritation and hard to walk." The reporter has given complaint to the manufacturer with no positive response and is okay to be contacted for further information.